Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the device was used at the bronchial tubes. The proximal part¿s staples of the end side line were unformed at the second firing. Reinforcement material was not used. Additional suture was performed. There were no adverse consequences for the patient.